Manufacturer narrative:
Batch review performed on 09 november 2021. Lot 2002211: (B)(4) items manufactured and released on 27-jul-2020. Expiration date: 2025-jul-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs director. Few days after primary cementless tha a fracture is detected at xray analysis, following report of pain by the patient. The stem has visibly subsided. This should be a consequence of the fracture, but it could also be a potential cause for the fracture. However, the stem does not look undersized, so a primary subsidence is not very likely, albeit still possible. There is no mention in the report of a traumatic event. It is possible however that the fracture has been generated during rehabilitation, and the subsidence took place subsequently, but there are no hard facts to support this hypothesis.

Event description:
No issue was noted on the x-ray after primary surgery. At 1 month after the surgery, the patient came to the hospital reporting pain. The surgeon noticed a fracture on the distal part of the femur. The possible cause is stem subsidence and the cause of stem subsidence is unknown. The surgeon cabled the fracture, and the surgery was completed successfully.